Event description:
It was reported that there had been metal shavings while doing scopes. Additional information received reported that the shavings were noticed during knee arthroscopies "pretty soon" after starting the procedure. The device was not replaced and all of the shavings were removed. There were no usual sound or loading issues using the devices. There were no injuries to the patients. See related MFR report #2134070-2014-00199.

Manufacturer narrative:
No device was returned to the manufacturer as of the date of this report. A supplemental report will be sent if a device is received.